Event description:
Revision of a trifit ts stem and associated trinity modular head after 44 days due to a reported undersizing of the stem component.

Manufacturer narrative:
(B)(4) initial report: device details, patient medical history, post primary and pre-revision x-rays, explant and reason for revision have been requested in order to progress with the investigation. Device manufacturing records will be reviewed once the device details have been provided to corin ltd.